Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8120895; the lot number was built on afa line 2 from 06may18 thru13may18 for a quantity of (B)(4). Packaged on packaging line 11 from 08may18 thru11may18 (pallets 1-7). Packaging line 9 from 11may18 thru15may18 (pallets 8-15). Packaging line 11 from 15may18 (pallets 16 and 17). Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used iag 22ga unit from catalog number: 381423; lot number: 8120895. The unit consisted of the retracted needle/safety barrel assembly. Evaluation and testing: the needle was partially retracted into the safety barrel leaving the needle tip exposed. The end of the safety barrel was damaged (smashed); stress marks were observed around the damage. Functional test (needle retraction) was performed: after the needle was pushed and repositioned to the out position, then depressed the button at which point the needle partially retracted leaving the needle tip exposed. Indeterminate: although needle retraction failure was confirmed with the damaged to the safety barrel it could not be determined if the damage resulted from packaging or from the user environment. Polycarbonate is a plastic that is resilient after being shaped during the molding process. Indeterminate: needle stick injury was not confirmed. This is the result of the above failure reported ¿ needle retraction failure.

Event description:
It was reported that bd¿ insyte autoguard had retraction mechanism malfunction, resulted in post use needle stick.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte autoguard had retraction mechanism malfunction, resulted in post use needle stick.